Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, air and o2 gas module and air filter (as a part to be checked during preventive maintenance) have been found defective. Customer decided not to purchase any parts, therefore they weren't replaced. The air and o2 gas module regulate the inspiratory gas flow and gas mixture. Device's logs confirm occurrence of internal leakage test failure prior to date of event. Moreover, pressure transducer test failure, safety valve test failure, flow transducer test failure and o2 cell/sensor test failure (with code 15) occurred in device's logs in the same time as internal leakage test failure, most likely due to faulty air and o2 gas module. Our conclusion is that the faulty parts were the cause of the failure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, claimed parts were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name: previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model #: previous version or model #: servo-s, corrected version or model #: 6640440.